Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - m2a acetabular cup catalog#: rd118858 lot#: 821070, bi-metric femoral stem catalog#: x180314 lot#: 134470. It has been indicated that the product will not be returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-04194 and 0001825034-2017-02605.

Event description:
It was reported that patient underwent a left hip revision procedure approximately 12 years post-implantation due to pain and discomfort. No additional patient consequences were reported.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient has been indicated for a hip revision procedure due to unknown reasons. No revision has been reported to date.